Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 578 mg/dl. Customer was hospitalized due to high blood glucose. Customer had symptoms of sweating, dizzy, headache, shaking and light headed. Customer was not hospitalized but was observed for a few hours and was treated with IV drip and insulin via syringe. Customer was wearing insulin pump at the time of hospitalization. Customer reported that high blood glucose was caused by damage to reservoir compartment which caused insulin pump to leak. Customer was advised that insulin pump would need to be replaced.